Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. After additional testing of the pcb assembly, a component root cause could not be identified.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a routine device testing, the customer's device was indicating "abnormal energy delivery" when delivering defibrillation energy. It was observed that when this message occurred, there was no energy output from the device. There was no patient use associated with the reported issue.